Event description:
It was reported that dissection occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU) and was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 25mm non-boston scientific (bsc) balloon catheter. A vessel dissection was noted after bav. When the physician attempted to remove the 25mm non-bsc balloon catheter through the 14f isleeve introducer sheath, the 25mm non-bsc balloon catheter got stuck at the 14f isleeve introducer sheath causing a harmonica effect in the 14f isleeve introducer sheath. The physician removed the 25mm non-bsc balloon catheter and 14f isleeve introducer sheath as one. The physicians were aware of bleeding from the dissection. A new 14f isleeve introducer sheath was prepared and advanced into position which compressed the vessel. The procedure continued with the successful implant of an acurate neo valve. The patient lost a lot of blood and the dissection was treated with surgery. Patient status: the patient remains hospitalized and on a ventilator.